Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced a full power on reset (por). It was further reported that wireless telemetry was no longer available. The device remains in use. No further patient complications have been reported as a result of this event.